Event description:
Healthcare professional reported left side "was ruptured but may have been damaged during explantation," capsular contracture, baker grade 4, "¿proteinaceous background with rare histiocytes consistent with seroma," "left not incorporated due to fluid" and "textured". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broke device assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. User error: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Anxiety/product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion stress mark were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "was ruptured but may have been damaged during explantation," capsular contracture, baker grade 4, "¿proteinaceous background with rare histiocytes consistent with seroma," "left not incorporated due to fluid" and "textured". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "was ruptured but may have been damaged during explantation¿, "fluid", "textured", and capsular contracture, baker grade 4.